Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of cloudy image was not confirmed. In addition to foreign material and light guide lens dirty finding, the additional evaluation findings are as follows: switch 2 had a cut, air and water cylinder had no color, suction cylinder had no color, grip had a dent, right and left knob had discoloration, up and down knob had discoloration, electrical connector had corrosion due to water leakage, suction connector had corrosion due to water leakage, label on suction connector was damaged, the image had dark area partially due to a crack on objective lens, image guide protector was damaged, light guide lens had a crack, connecting tube had a buckling, distal end was shaved, there was corrosion around forceps elevator, and universal cord had coating peeling. Additionally, it was found that the distal sheath adhesive had deteriorated, insufficient lens wash, and loose and poor angles. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope had a cloudy image. The issue was found during preventive maintenance. During the device evaluation, the following reportable malfunction was found: distal end had foreign material and light guide lens was dirty. There were no reports of patient harm. This medical device report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing could not be conducted properly due to leakage from el-connector. The event can be detected and prevented by following the instructions for use (IFU) section: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.